Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the deep venous thrombosis of lower extremity. An angiojet zelante catheter was selected for use. However, when preparing for thrombectomy, it was found that the guide wire and the catheter were stuck together, and the catheter could not be sent to the thrombus position. The physician tried to adjust the angle, but the guide wire and the catheter were still stuck together, and it could not be moved. The guide wire and the catheter were withdrawn from the patient's body as a whole. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.